Manufacturer narrative:
(B)(4). Philips received a service report indicating there was a faulty therapy connector pin that was identified during routine servicing. A 3rd party representative evaluated the device, and the therapy connector and cable were replaced to resolve the issue. We are considering this a malfunction related to an intermittent electrical connection between the therapy cable and the therapy port.

Event description:
Philips received a service report indicating there was a faulty therapy connector pin that was identified during routine servicing.